Manufacturer narrative:
Device passed displacement test and self test. No missing segments/partial display noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer reported display is flashing. Customer stated the screen turns black less than a minute after not pressing any buttons. The insulin pump will be return for analysis.